Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal end/electrodes of the lead were extrinsically damaged. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned without the guidewire. Destructive analysis was performed and blood obstruction within the coil lumen was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the left ventricular lead, good measurements were found in the lateral vein, but soon after a total exit block/high threshold was observed. Even after multiple spots in the vein and all possible vectors, the exitblock/high threshold remained. The lead was removed and the physician observed that the guidewire would no longer move inside the lumen of the lead. The lead was not used and a new lead was implanted with adequate measurements. No further patient complications have been reported as a result of this event.